Event description:
A malfunction alarm with the code "malf 9" was reported, and it was confirmed that the issue did not cause the customer's blood glucose level to exceed 500 mg/dl (27.7 mmol/l). Technical support provided information on how to reset the pump, assisted the caller with the reset, and ensured the malfunction did not recur afterward. The customer was informed that they could continue using the pump and advised to call back if any malfunction code recurs, which the customer acknowledged and understood.